Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had plunger separation. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR of lot 1803212 has been reviewed finding an annotation related to the alleged defect. During assembly process stopper wrong assembled were detected due to a misalignment of stopper and plunger in assembly station. Product inspection was done rejecting to scrap defective samples detected and mechanical team repaired the failure. One physical sample unit and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the sample, the stopper was observed partially disassembled from the plunger. The sample was disassembled and no damages or molding defects were observed to the plunger rod that could have caused the stopper separation. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. We can confirm that the root cause of the non-conformance is related with the failure detected during manufacturing process in the assembly station. Project#1688 has been opened to install a vision system in the assembly station to defect this defect.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had plunger separation. There was no report of exposure, injury, or medical intervention.